Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
Additional information received reported that the peripheral nerve examination was done on 2013-(B)(6). It was further noted that it was believed that the date of death was 2013-(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient passed away five days after a peripheral nerve examination (pne). The exact cause of death had not been seen but it was believed to be heart failure and not device related. No problems with the device were noted.